Manufacturer narrative:
It was reported a patient¿s ipg had issued the elective replacement indicator (eri). Both leads had migrated. Surgery took place where both leads as well as the ipg were replaced. There were no complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy due to migration of both leads. Reportedly, patient had a fall. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced. Effective therapy was restored post operatively.